Event description:
On (B)(6) 2012, the patient was implanted with two conformable gore tag thoracic endoprosthesis as part of a stage ii elephant trunk procedure for thoracic aortic repair. On (B)(6) 2012, the patient experienced decreased lower extremity pulses. Computed tomography scan and aortography on this day revealed a type ii endoleak (origin unknown), a retroperitoneal hematoma, and right iliac artery bleeding (details surrounding treatment of the type ii endoleak were addressed in medwatch report # 2017233-2013-00038). On the same day, the patient was implanted with a viabahn graft to treat the iliac bleeding. The bleeding and hematoma were resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional tag component included in this report: tgu343415/ 10560469. Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture), hematoma, and reoperation.